Event description:
Dr. (B)(6) attempted to deploy an 8f angioseal vascular closure device of the right femoral artery at end of procedure. The device failed to deploy properly and manual pressure was then applied to the access site by dr. ()() and (B)(6) rt. Hemostasis achieved by manual pressure alone.